Event description:
Device did not deliver correct dose which has lead to hyperglycemic episodes [hyperglycemia]. Case description: a pt complained that, for a few months, his novopen 3 seemed to gradually stop delivering accurate doses of insulin. He noticed this to occur, when he started to feel a certain resistance when injecting and the piston also appeared to be stripped. The pt reported that for a number of occasions, this has lead to hyperglycemic episodes of which some have requied prolonged hospitalization (approximately 1 week). The pt's daily dose of insulin is 5-50 iu. It has not been reported whether the pt performed an air-shot at every injection or only occasionally. The pt has switched his pen to a b-d pen.

Event description:
The pt was using actrapid and insulatard at the time of the incidents. Doses were 5-10 iu of actrapid am and 45 iu of insulatard am and 15-20 iu pm (with some daily adjustments). The pt did not have any significant dose increases in the period covering the events. Handling of the device was reviewed while talking on the phone and appeared to be correct. The pt claims to have been trained in the use of the pen through a diabetes clinic and pt does perform air-shots when using the pen, but pt would not confirm whether or not this is done before each day and every injection. The pt indicated that this problem has occurred with more than 1 device over the last year, and that pt would likely return the device related to the most recent incident.